Manufacturer narrative:
The power supply unit (psu) was received by resmed and an evaluation was performed. The evaluation determined that the reported complaint was due to a defective psu. The psu was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was not functional. There was no patient injury reported as a result of this incident.